Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the balloon of the catheter burst while inserted in the patient. At this time it is unknown if any pieces of the balloon were missing. Per follow up with the patient by phone on (B)(6) 2018 the catheter was a suprapubic catheter. The balloon burst while inside of the patient's stomach and the patient went to the emergency room to get a new catheter inserted. There was no medical intervention.